Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion the physician was unable to loosen the right ventricular (rv) setscrew on the device despite several troubleshooting techniques. Subsequently the rv lead was cut and surgically abandoned while the device was explanted as planned. No adverse patient effects were reported.